Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported that the insulin pump was turning off randomly throughout the day without a warning. The customer changed out the battery multiple times and checked all the settings. The customer was able to turn the insulin pump back on by taking the battery and reinserting it. The customer did not have a backup plan. Customer's blood glucose level was not reported. The device was not returned.